Manufacturer narrative:
(B)(4). (B)(6) is reporting on behalf of the manufacturer, (B)(4). Investigation is not complete. Trends will be reviewed. Although several attempts have been made, no medwatch form has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as wright medical report numbers 1043534-2011-00372, 00373.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for 17292114 lot no: 0507010076. The product was not returned. Evidence that product in specification when used; undetermined.

Event description:
Allegedly the stem broke.